Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter for a pulmonary segmentectomy lobectomy, the stapler fired once, and on the second charge there was a loud snap. After that the trigger became soft and the stapler did not work anymore. They changed to a new device to continue the surgical procedure. No reinforcement material was used. No complication for patient. The patient is well.